Event description:
Boston scientific crm received information that this product was scheduled for a system explant due to a patient infection. Information was later received that the the right atrial lead was eroding through the skin. As a result, the entire system was placed sub-pectoral. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.